Event description:
The following has been reported by customer: a patient diagnosed with diffuse large b-cell lymphoma is currently undergoing cycle 1 of the r da epoch chemotherapy protocol. The patient must receive three different medications simultaneously for 24 consecutive hours over four consecutive days. Today at approximately 2:15 p.m., a nursing call was received; it was found that the etoposide bag (which was scheduled to finish at 10:15 p.m.) Was completely empty, and the pump was programmed to have a remaining volume of approximately 223 cc for a duration of 10 hours. The infusion ended 8 hours earlier than expected. The patient is hemodynamically stable. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.